Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 5.4, reference (coaguchek): -; (B)(6) 2011, 4.5, 3.6. Patient's therapeutic range: 2-3.